Event description:
It was reported that on (B)(6) 2025, a 22 mm amplatzer post-infarct ventricular septal defect (vsd) occluder was selected for implant using 10f amplatzer torqvue delivery system. It was noted during procedure via transesophageal echocardiogram and fluoroscopy, that the occluder exhibited a cobra deformation of the right disc when being deployed. It was noted that the occluder was recaptured and deployed 2-3 times, but the deformation persisted. The 22 mm amplatzer post-infarct vsd occluder was not mishandled or damaged at any point during device preparation. The deformed occluder was never released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment and no kink noticed in the delivery system the decision was made to abort the procedure. There were no adverse patient effects reported. The patient was stable at the time of report.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.